Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver tip was examined under magnification. The overall condition of the driver was good, but there were signs of age from repeated reprocessing and use. Torsional and oblique fracture patterns were identified at one of the four to the cruciform lobes. The fracture pattern is consistent with a shear force break. This kind of fracture can happen if the tip encounters increased resistance. However based on the information received and due to unknown procedure-related conditions, the root cause could not be determined.

Event description:
It was reported during a procedure, as the physician was attempting to remove a screw, and after backing out one turn, the driver tip "snapped off". Attempts were made to obtain further information to no avail. No further information is available.